Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient saw the manufacturer representative (rep) the on (B)(6) 2014. It was unclear when the rep met with the patient, as he stated (B)(6) 2014 but left the voicemail on (B)(6) 2014. The patient discussed a potential concern and potential challenge he was having with the therapy. During certain times the patient felt like there was a burning like sensation at the battery pocket site. It was inconsistent with any activity, position or postures. It was noted the patient¿s generator was ¿moving quite a bit¿ inside the pocket with no other concerns or problems pertaining to it. Certain times (indecipherable) with no consistent pattern or activity based symptoms the patient began to start getting cramping in his legs, almost like an intensity of ¿charley horses¿ throughout his legs where his stimulation is typically felt. When the patient started feeling that, he turned off his stimulation. After the patient turned stimulation off the cramping seemed to pass and would take about a half a day or a day or so to calm down or settle to a normal level of pain without a cramping sensation. The patient was going to keep a journal to identify any patterns. No out come or interventions were reported regarding this event. Additional information could not be obtained at the time of the report. If additional follow-up is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 37744, serial# (B)(4), product type: programmer, patient; product ID 39565-65, serial# (B)(4), product type: lead; product ID 37754, serial# (B)(4), product type: recharger. (B)(4).